Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that about 15 months after the implantation oversensing in the atrial channel was noted by telecardiology. The patient was asymptomatic. The lead was not returned, it remains implanted.